Event description:
The customer reported that the system experienced a lock up. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system connections for the generator interface board were evaluated and reseated. The system was tested and found to be working as intended and returned to service.